Manufacturer narrative:
No sample has been returned for evaluation for the report of leaking trocar; therefore, the condition of the product could not be verified. A photo of the surgery is attached to the parent complaint and has been reviewed by the manufacturing site. Leaking can be seen from two of the trocars shown in the photo. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are eleven (11) additional complaints associated with the lot for the reported issue. A review of the photo attached to the complaint record confirms leaking trocars. No sample was returned and the device history record review of the lot number provided indicated product was processed and released according to the product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. The exact root cause for this complaint is unknown. Investigations have been completed and actions are presently being implemented in order to improve the performance of the valves. No additional action is required at this time. (B)(4).

Event description:
A surgeon reported the valved trocar leaked during a vitrectomy procedure. The procedure was completed without other intervention as the leakage was "little" and acceptable by the surgeon. There was no harm to the patient. No additional information is expected.